Event description:
Customer claims a pt reached around to the outside of the siderail and unlatched the siderail. The pt then fell out of the bed. The staff then placed the pt back into the bed. Again, the pt reached around to the outside of the siderail and unlatched the siderail, then fell out of the bed a second time.